Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.41v and the daily measurement was 2.74v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.41v and the daily measurement was 2.74v. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device showed low battery voltages in office, but also showed variable voltages as measured through the device itself. Although the device battery voltages were below the recommended replacement time (rrt), eri (elective replacement indicator) was not triggered as a result of the variable battery voltage. No patient complications were reported as a result of this event.

Event description:
It was reported the device showed low battery voltages in office, but also showed variable voltages as measured through the device itself. Although the device battery voltages were below the recommended replacement time (rrt), eri (elective replacement indicator) was not triggered as a result of the variable battery voltage. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device showed low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.41v and the daily measurement was 2.74v. The device was returned and analyzed. Analysis indicates the incorrectly telemetered battery voltage measurements are the result of high internal battery resistance.